Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 5.3 and 1.1. The time between testing was within minutes and a repeat finger stick was performed on the same finger. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Date (B)(6)2013: 1st inratio 5.3, 2nd inratio 1.1, mean 3.2, sd 2.97, %cv 92.8. Since %cv is more than 20%, the test failed the criteria for precision. Neither product nor strip lot returned for further action. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No strip lot information was available for further action. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending.